Event description:
It was reported that the pt's audiologist stated that the pt hears a buzzing sound in her implant. The pt's mother switched out equipment and the pt still reported the buzzing sound. She didn't report any symptoms prior to june. There hasn't been any head trauma or illness. The pt's mother reports that her speech does not sound quite as clear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.